Event description:
A malfunction alarm was reported by the customer. There was no reported adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump, allowing them to resume insulin delivery, and the issue was resolved.